Manufacturer narrative:
It was reported that, 10 days after stent placement, the patient developed cholangitis. And 1 weeks after stent placement, the physician confirmed the bleeding. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Based on that the bleeding site is not clear and the (B)(6) further information, which was written "the patient had a tendency of bleeding prior to the stent placement.", it is unclear whether the bleeding caused by the stent or not. Also, 10 days after stent placement, the patient developed cholangitis. However, it is hard to identify the exact root cause since the information on the cholangitis was not enough, and it is hard to reconstruct the situation at the time of procedure. It is stated on user's manual as follows. 6. Potential complication: bleeding. Cholangitis. This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analysis.

Event description:
On (B)(6) 2019 the stent (cdt1408) was placed with sticking out of papilla. There was no problem with the stent placement. Ten days later, the patient developed cholangitis. On (B)(6) 2019 the physician confirmed the bleeding in the morning and placed the stent (bsd1208fw) by stent-in-stent method. No bleeding was confirmed when placing. On (B)(6) 2019 further information the patient had a tendency of bleeding prior to the stent placement. Due to chemotherapy in parallel, it is assumed that the tendency of bleeding got increased.